Event description:
A 42 yr old pt reports taking insulin based on meter reading of 190. Pt then measured her blood glucose every 15 minutes for fear of bottoming out. No data available on these readings. Pt concerned with a reading and contacted her dr, who advised drinking something to raise her blood glucose. Pt drank sugar water and continued to monitor. No data available on these readings. Claims that it kept droppng. Pt passed out, 911 was called and emt reading in the 300's was obtained (unk device). Pt transported to the hospital and stayed for 8 hrs. No treatment for blood glucose was administered at hospital or by emt's. Emt's did treat with nitroglycerin since thought pt may have had a heart attack.

Manufacturer narrative:
Standard disclaimer on file.